Event description:
The patient lost access to sound with the cochlear implant.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient lost access to sound with the cochlear implant.

Manufacturer narrative:
Based on the limited information received, a malfunction of the device appears likely, however, to determine an exact root cause for the type of failure a device investigation at the explanted device would be necessary. Despite further inquiries no information has been received regarding a potential date for surgery.

Event description:
The patient lost access to sound with the cochlear implant.